Event description:
It was reported that an ilet user experienced repeated failures to pair a dexcom g7 sensor with the ilet despite multiple sensor replacements, code re-entry attempts, device restarts, and g6/g7 toggling; pairing attempts to the dexcom mobile app also failed to locate the sensor. Symptoms included no cgm data available on the ilet. Outcomes included continued therapy with manual blood glucose entry and no reported adverse effects or medical intervention. Investigation included guided troubleshooting, device restarts, sensor code verification, environmental checks for potential interference, and referral to dexcom for sensor support. Investigation of this case revealed persistent pairing failures isolated to g7 connectivity, with no evidence of hypoglycemia, hyperglycemia, or injury, and with the ilet otherwise operational while accepting manual entries. It was concluded, based on previously established findings for similar reports, that the cause was undetermined but consistent with external cgm connectivity issues rather than an ilet malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.